Event description:
The complainant reported an over delivery. The intended feeding rate was 35 ml per hr. Pt rec'd 25 cc flushes of formula every hr during his continuous feeding.

Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required info from the source.